Event description:
The gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit became lodged in the prowler-14 microcatheter. The coil separated from the pusher wire. Removed separated coil and microcatheter at the same time. Friction was felt with the microcatheter and coil. Eighteen coils were deployed prior to this incident. There were no complications with the pt.